Event description:
Manufacturer's local lab reports lancet is protruding from fastclix mobile lancing device cap. No adverse event reported. The device has been returned, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).